Event description:
Baxter 6060 tubing with filter. Filter cover has been coming off of tubing when pt is setting their tpn up. This does not result in violation of the integrity of tubing or filter, but pt was concerned and discarded 3 tubings.